Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. Although it is unknown ID the device contributed to the reported event we are filing this MDR for notification purposes only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with primary osteoporosis and compression fracture underwent balloon kyphoplasty in which cement was implanted into patient's body. The procedure was completed successfully. On (B)(6) 2011, post-op, patient reported back pain. It is unknown if patient has adequate pain relief as patient didn't report nrs score.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.